Event description:
It was reported that this right atrial (ra) lead was found to be dislodged during the last routine follow-up, and at that time, the lead was reprogrammed. Subsequently, a lead revision was performed, and the lead was successfully repositioned. No additional adverse patient effects were reported. This lead remains in service.